Event description:
It was reported that this right ventricular (rv) lead exhibited noise resulting in pacing inhibition and asystole in this pacing dependent patient. This lead was also noted to have exhibited loss of capture. The noise was able to be reproduced with provocative maneuvers. The lead sensitivity was reprogrammed and will continue to be monitored. No adverse patient effects were reported.